Event description:
Healthcare professional reported, left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed opening on posterior side assessed as fold flaw opening.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.